Manufacturer narrative:
The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the delayed transmission of the vf episode as well as the notification of both vf events could be confirmed. However, based on the available data the root cause of the clinical observation was not determinable. The functionality of the device was thoroughly tested. The ICD was fully functional. There was no indication of a device malfunction.

Event description:
(B)(4) - a home monitoring alert was received on (B)(6) noting a vf event. The physician logged in to confirm the vf event, but the alert had not arrived. The physician called the patient, but was unable to contact him. After this event, no other data had arrived until the morning of (B)(6), including the periodic iegm from the 5th. The vf record showed one shock therapy was delivered in the morning of (B)(6) and it was only one minute after the vt event. The physician requested to visit the patient at home through a caseworker; on (B)(6) it was confirmed the patient had died. It is believed the delay in the vf alert might have been due to something in the home interfering with the transmission or some type of obstacle. The device was returned for analysis.